Manufacturer narrative:
Additional information: a5a, a5b, b5, d10, e1 (facility name, street 1, city, region, country, postal code), g3, h6 d10 concomitant products: sigphandle, sig power sigphandle handle (serial# unknown) sigadaptstnd, sig power sigadaptstnd linear adapter (serial# unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during in-house training of a side-to-side anastomosis, the issue occurred when firing with a powered stapler was done all the way into the pig large intestines, pig small intestines, and sponge foam, the anchoring sutures at the tip of the jaws on both the cartridge side and the anvil side did not come off. It was also noted that the staple at the jaw tip was not b-shaped, but u-shaped. It was noted that the jaws locked on tissue. The stiffener sheet was cut away with scissors to remove the cartridge from the tissue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during in-house training of a side-to-side anastomosis, the issue occurred when firing was done all the way into the pig large intestines, pig small intestines, and sponge foam, the anchoring sutures at the tip of the jaws on both the cartridge side and the anvil side did not come off. It was also noted that the staple at the jaw tip was not b-shaped, but u-shaped. The stiffener sheet was cut away with scissors to remove the cartridge from the tissue.